Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Global transmitter final functional test was performed and the transmitter passed. The complaint could not be replicated with the returned device. The customer complaint of loss of connection was confirmed. The root cause could not be determined.